Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) france. Device inspection and evaluation, service repair noted during incoming inspection the customer phenomenon was confirmed. Service noted no image when connected exera ii scopes. In addition, service noted due to the malfunction of image functionality, the white balance could not be properly adjusted. For that reason, an error message e311 was displayed on the monitor during testing. It was noted that defect is link with an electronical problem probably due to a presence of dust found on the device . In conclusion, service noted no image due to electronic failure of patient board set. In addition, the following wear and tear defects were noted: - front connector locking system failed - internal system update required the replacement of patient board , front connector, internal cleaning and upgrade are required to return the instrument to the OEM (original equipment manufacturer) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the device does not show image with endoscopes. The issue found before procedure, during preparation for use when functional testing was taking place. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty patient board. The specific root cause of the faulty patient board could not be determined at this time. Olympus will continue to monitor field performance for this device.